Event description:
It was reported that this left bundle branch lead exhibited high capture thresholds and impedance issues shortly after implant. A chest x ray was performed and no changes were confirmed. The physician opted to perform a revision procedure and this lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).